Event description:
A report was received that there was an elevation in the patient¿s heart rate. The physician noted the elevation in the heart rate when the stimulation was running.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.